Manufacturer narrative:
The device is not available for evaluation.

Event description:
The event was reported via a medwatch uf/importer report # mw5156302 and involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch tubing where the customer reported that leaked around the filter. No damage or defect found upon inspection and no reported misuse of device. This not a single use device that was not reprocessed and reused on a patient. There was patient involvement, however, no harm was reported as a consequence of this event.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of leakage around the filter could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.